Event description:
The "gas loss" alarm sounded from the system 90t pump. When the doctor removed the iab, blood was noted in the balloon. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 7/2/97.) ( pt's current status: unk - rpt'd 7/2/97.